Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 with blood glucose was 500-600 mg/dl. The customer treated their high blood glucose with manual injection. The customer reported that the insulin pump was not delivering correct insulin. The customer was wearing insulin pump during hospitalization. The document the outcome of the hospitalization was intravenous fluids ,insulin a liter. It was also reported that there was crack on back of insulin pump previously. The insulin pump will not be returned for analysis.